Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU, bleeding is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿

Event description:
The complainant reported a 62-year-old male patient presenting for cardiomyopathy. During impella support, it was documented that the patient developed a bleed around the graft at the insertion site. A washout was performed and the patient received four units of prbc to counteract the blood loss. Patient support continued following the intervention.